Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that 27 days after the onset of peritonitis, the patient was discharged from the hospital and recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, and vomiting. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be "digestive from food", but as there was no additional information provided, the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.